Manufacturer narrative:
The alarm trace showed several sample clot and foam detection alarms on the day of the event. The analyzer log files indicated the signal was reduced for the three assays after one specific patient sample with a sample clot alarm. The qc trace indicated several out-of-range results after the patient samples were run. A general reagent issue could be excluded as the qc was within range before the event. The investigation did not identify a product problem. The root cause of the event was found to be sample quality issues (sample clot).

Event description:
There was an allegation of questionable elecsys hcg + beta test system, elecsys probnp ii immunoassay, elecsys vitamin d assay, and elecsys folate iii assay results for 6 patient samples on a cobas e 801 module. The customer stated that they were prompted to repeat the patient samples after the qc was out of range. For sample 1, the initial hcg result was 68.2 ui/l. The sample was repeated on another analyzer and the result was 102 ui/l. The initial result was not reported outside of the laboratory. For sample 2, the initial hcg result was 1279 ui/l. The sample was repeated on another analyzer and the result was 1991 ui/l. The initial result was not reported outside of the laboratory. For sample 3, the initial probnp result was 9232 pg/ml. The sample was repeated on another analyzer and the result was 13649 pg/ml. For sample 4, the initial probnp result was 4633 pg/ml. The sample was repeated on another analyzer and the result was 7070 pg/ml. For sample 5, the initial vitamin d result was 34 ng/ml. The sample was repeated on another analyzer and the result was 12 ng/ml. The initial result was not reported outside of the laboratory. For sample 6, the initial folate result was 7 ng/ml. The sample was repeated on another analyzer and the result was 4ng/ml. The initial result was not reported outside of the laboratory.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. It was found that the gear pump head exchange was overdue. The investigation is ongoing.